Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke intra-operatively and was not implanted or explanted. Investigation summary: further evaluation shows that this plate is part of the matrixneuro plating system. The returned screw could not be identified or related to a specific system. However, based on the threaded head and stardrive recess, it is determined to not be part of the matrixneuro system and likely from a trauma system. It was reported that the surgeon was performing a craniotomy and that the plate broke during screw insertion. Thus, with the given information, the screw was not used as indicated. The returned plate was received with one of the screw loops broken at the base and bent to the side. The balance of the device is in good condition. The returned screw was received with wear to the drive recess and threads. The screw has a transverse break just below the threaded head, approximately 2.7mm from the proximal end. The distal threads were not returned. The fracture face is homogenous. Thus, the complaint condition is confirmed, but cannot be replicated. A review of the current drawing for the plate was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned implant was determined to be suitable for the intended use when employed as recommended. A drawing review of the screw could not be performed as the part number/family could not be identified. Per the manufacturing evaluation, the adjacent screw hole on the plate conforms to the specifications of a diameter of 2.10 / 2.23. In comparison, the conical screw head was measured as 3.43mm at the widest portion and 2.24mm at the narrowest portion. The manufacturing evaluation confirmed the plate was the correct titanium specification and verified that the screw is stainless steel. Thus, use of these implants together would likely result in this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per the investigation completed on the returned screw, it was determined that there was a transverse break. The breakage occurred just below the threaded head, approximately 2.7mm from the proximal end.

Manufacturer narrative:
A manufacturing evaluation was preformed: burr cover received with one (1) loop broken, small piece of unidentified screw in the same envelope. No lot number is available therefore no DHR review was performed. The product was evaluated against the most current revision documents. The broken screw piece contained was verified as stainless steel and has a conical thread head section. The burr hole cover has a failed screw hole. Screw holes are smooth as required on the top level blueprint. Features measured adjacent to the failed feature. W width spec = 3.22 / 3.40 measured 3.31 (pass) with caliper c0069. D hole ID spec = 2.10 / 2.23 measured pass with plug gage h0067. As no manufacturing related issues were identified and/or confirmed, therefore a review of the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate broke at one of the screw holes during screw insertion while the surgeon was performing a craniotomy. The plate had to be removed and another plate was available. No plate fragments remained in the patient. There was no reported issue with the screw. There was a time delay of two minutes. The surgery was successfully completed. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.